Event description:
It was reported that the patient recently reported electrical shock pains, Ineffective stimulation, worsening symptoms, nerve damage, tremors when walking. Suspected SCS device battery leakage, and two bacterial infections at or near the explanations site. As a result, surgical intervention was undertaken at an unknown date to address the issue.

Manufacturer narrative:
Date of event is estimatedPatient weight unknownThe results of the investigation are inconclusive since the device was not returned for analysis or disposal. The cause of the reported incident could not be conclusively determined.